Event description:
It was reported that there were difficulties with the visual verification during auto registration with the superdimension system. When attempting to retry registration, the "ladder" on the scope broke and the procedure was terminated. The scope is not a superdimension product. The pt was under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device not received for evaluation to date. There was no harm or injury to the pt reported. In an abundance of caution, we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.